Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a reverse ileostomy that was created due to a previous complication. Post operatively, the patient experienced medical complications, painful after-effects, and micro-debris from bone breakage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a reverse ileostomy that was created due to a previous complication. Post operatively, the patient experienced medical complications, painful after-effects, and micro-debris from bone breakage.